Event description:
The customer contact reported during testing at the user facility. It was noted that the distal pressure sensor calibration had drifted out of tolerance. There were no reports of and adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device distal pressure sensor had drifted out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.